Event description:
It was reported that the pump had alarmed "air in line." Troubleshooting was performed and problem persisted. The patient had noted that the medication reservoir still contained medicine in the bag and had observed only three tiny air bubbles in the tubing. No patient harm had occurred. The event occurred while in use with a patient at the patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Updated d3 - mfg establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.